Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level. Reportedly, the continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. The customer was treated with intravenous saline and insulin, and was released from the ER approximately 4 hours later with the reported issue resolved and no permanent damage. The cause for the reported issue was due to occlusion alarms occurring. Customer changed the infusion set and cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.